Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they saw liquid on top of the reaction cells of the cobas 6000 c (501) module - c501. There was a small amount of liquid that was staying on top of the analyzer on the reaction cells. The customer also provided an example of one patient sample that had an erroneous result for ca2 calcium gen.2 (ca) when tested on the c501 analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 16.8 mg/dl. The sample was repeated on the same analyzer, resulting as 9.4 mg/dl. The sample was also repeated on a second c501 analyzer, resulting as 9.3 mg/dl. The repeat results were believed to be correct. The patient was not adversely affected. The ca reagent lot number was 29012001, with an expiration date of 31-jan-2019. The field service engineer found that a nozzle tip was intermittently catching on the edge of the reaction cells and snapping into the cell. This caused water to splash out of the cell. He adjusted the nozzle tip to it was centered over the cells. He watched operation and no splashing occurred. The customer ran quality controls and all were ok.